Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room and hospitalized due to high blood glucose (B)(6) 2021. Customer¿s blood glucose was 503 mg/dl. Customer¿s current blood glucose was 205 mg/dl. Customer¿s blood glucose was treated with intravenous insulin drip. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose. Auto mode feature was not active at the time of event. Base on customer response they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.